Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. Software version: aqua. (B)(4).

Event description:
A surgeon reported a thin and irregular flap in patient's left eye during lasik procedure. The flap was too thin to lift and the excimer treatment was not completed. The patient's vision was exactly the same as before surgery. Another surgery was scheduled in (B)(6) 2016. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the patient who underwent surgery on (B)(6) 2015.

Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior ((B)(6) 2015) the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. At the visit on site after the day of treatment a company representative identified the flap was approximately 10 microns thinner than expected (at the borderline of the tolerance of 10 microns). The company representative found the iris aperture is partly closed, instead of being completely open. Potential consequences: more rough cutting surface. This may lead to a thinner flap, higher likelihood of vertical glass breakthrough (vgb) and opaque bubble layer (obl), which is known to cause issues at opening the flap. The company representative performed a full alignment and made sure the iris aperture was completely open.the log file review showed, that 44 treatments were performed between the complete device check by a company representative on 07/15/2015 and 09/30/2015. No systematic negative influence on the treatments was identified, which corresponds with the passed tests at the field visit before the day of treatment. Log file review showed that all surgeries on (B)(6) 2015 were performed with 120um flap thickness and energy 0.85uj. The energy values and vacuum value of the concerned treatment were as expected. The review of the treatment report indicated a possible vgb and potentially thinner cut superiorly. No obvious reason could be determined for the appearance of this thin appearance of the cut. The root cause could not be determined conclusively. A contributing factor is considered the partly closed iris aperture traced back to improper alignment by a company representative.

Event description:
Additional information was provided by the reporter. The flap was reported to be too thin and uneven.treatment with medication was provided as a result of the event. Re-treatment was planned with a deeper flap cut.